Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers reported via phone call that the blood glucose readings are high. Customer did not want troubleshoot due to high blood glucose reading.